Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due a leak from the biopsy channel. It was also noted that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-h185 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-h185 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a leak in the biopsy channel, failure of the distal end insulation test and foreign objects in the air/water tube and cylinder. The reported fault was likely the result of insufficient reprocessing and required major repair to return the device to original equipment manufacturer standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus a defect in the videoscope hose. It is unknown when the issue was found and there is no known procedure information. The device was returned for evaluation observing a white foreign material was. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.